Manufacturer narrative:
Date of event: aggressive surgical treatment and early return to sports in athletes with grade iii syndesmosis sprains. (2007) taylor, d.c., tenuta,j. J., uhorchak, j.m., arciero, r.a. The american journal of sports medicine 35:11 1833-1838 USA. This report is for an unknown 4.5 mm cortical screw/unknown quantity/unknown lot. UDI: unknown part number, UDI is unavailable. Patient had bony wear in the fibula and tibia adjacent to the screw. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article taylor, d.c., tenuta,j. J., uhorchak, j.m., arciero, r.a. (2007) aggressive surgical treatment and early return to sports in athletes with grade iii syndesmosis sprains. The american journal of sports medicine 35:11 1833-1838 USA. A retrospective observational study of patients that underwent operative fixation of a syndesmosis sprain between may 1993 and may 1997. Six male intercollegiate college athletes met the inclusion criteria for this study. A consecutive series of intercollegiate athletes were treated operatively with 4.5-mm cortical screw fixation (synthes, (B)(4)) for grade iii syndesmosis sprains. The hardware was removed, on average, 74 days postoperatively. One male patient had hardware removal and bony wear in the fibula and tibia adjacent to the screw . This is report # of # for (B)(4). This report is for an unknown 4.5-mm stainless steel noncannulated cortical screw